Manufacturer narrative:
Age at time of event: over 18. (B)(4). Device evaluated by MFR the returned device matches the upn and lot number provided by the customer. Visual inspection showed that there is a kink located approximately 1.5 cm from the distal tip between the ring #1 and ring #2. There is also a small amount of body fluids under r2 ring since broken adhesive was observed. Electrical test was performed and continuity checks revealed no electrical opens or shorts. Functional inspection was performed and the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray showed a bent center support. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the device was unable to ablate. A intellatip mifi¿ xp temperature ablation catheter was selected for a atrial flutter(afl) ablation. However ablation was performed with 60w and 60 degrees settings, but while the w increased, the temperature did not increase more than about 40 degrees, and it did not change without reducing the potential of the mini electrode of mifi. Ablation was performed for about 15 times, the procedure was completed with another intellatip mifi. No complications were reported. However analysis reveled broken ring seal.